Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (male patient weight is unknown). According to the complainant, during the procedure, they noticed low water flow and low water level due to a leak in the catheter; the location of the leak was not determinable. Reportedly, the physician completed the procedure with another prolieve thermodilatation catheter with no patient complications. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned catheter noted that the anchoring balloon had separated from the catheter at the distal bond, no additional damage or anomalies were noted. A functional evaluation was performed by filling the compression balloon with water; however, the water leaked through the anchor balloon inflation lumen. The cause of the leaks were determined to be related to crosstalk between the compression balloon and the anchoring balloon lumens, which was likely attributable to defects occurring during the manufacturing process.